Event description:
Case scheduled for minerva ablation. Surgeon was unable to completely ablate endometrium minvera machine stopped. Retried several times following directions without any solution. New hand piece opened with same result. FDA safety report ID # (B)(4).